Event description:
Mammogram showed a change in the prosthesis. Rptr requested explantation because implants were leaking. Original surgery was 1980. Rptr had an open capsulectomy in 1986; and again this time right breast open capsulectomy in 1988.